Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The error e207 occurred due to the emergency lamp failure. Omsc confirmed from the device inspection result by sorc that the error e207 occurred due to the emergency lamp failure. The emergency lamp may have accidentally failed, because only about four and a half years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the clv emergency error e207 occurred and the emergency lamp was broken. Error code e207 means that the emergency lamp is blown or failed. There was no report of patient injury associated with the event.